Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error. Per tandem¿s instructions for use: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer is using cold insulin. Tandem technical support (cts) informed customer that using cold insulin, is off label per the user guide. Ultimately, the customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.